Manufacturer narrative:
The device was being used off-label for aortic valvuloplasty. The cleared indication for this device is for pulmonary valvuloplasty. The malfunction occurred in (B)(6) of 2014 but was not reported to the FDA or numed until october of 2014. The device was not returned for evaluation. If the device is returned, and evaluation of the device is performed, additional info will be sent to the FDA in a f.u report.

Event description:
As described in the user facility report - (B)(4): tyshak ii balloon 8 x 3 would not deflate properly after aortic valve valvuloplasty, resulting in attending having to inflate balloon fully until burst causing pseudoaneurysm in aorta. Per md: the balloon failed to deflate and could not be removed from the patient until we ruptured it. The patient was experiencing potentially dangerous hypertension due to aortic obstruction by the balloon, so urgent removal of the balloon was required.